Event description:
It was reported that the gage was not working while testing the equipment. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. D5: other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H4. Device mfg date: 27-apr-2018. . H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No impact or corrosion damage present. A working patient ventilation hose was connected to the outlet port, but the sensing line was left unattached, and the manometer gauge needle did not move. Customer perception duplicated and the root cause was the sensing line not being connected. Attached the sensing line of the hose to the device and the manometer gauge needle moved during gas-driven activation. Replaced input manifold o-ring, MRI-compatible battery, sintered filter and gas input o-rings as a pm. Replaced damaged instruction label. If the customer connects the sensing line on the circuit to ventilator, this will fix the problem. Device passed all functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.